Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several hours after the patient had a computerized tomography scan the device alarmed. It was reported the tone was the same as the no conditions met alarm when under magnet interrogation. The device remains in use and no patient complications have been reported as a result of this event.